Event description:
It was reported that the device has defective processor pca (printed circuit assembly). There was no patient involvement.

Event description:
It was reported that the device has defective processor pca (printed circuit assembly). There was no patient involvement. The bench technician evaluated the device and determined that the processor pca needs replacement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device returned to the customer and no further evaluation is warranted at this time.